Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker was not able to be interrogated during consult as it was in safety core. Reasons for this behavior were discussed. The device was interrogated live. A couple of weeks later the patient presented to the emergency room as he was symptomatic. At this point the device has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was not able to be interrogated during consult as it was in safety core. Reasons for this behavior were discussed. The device was interrogated live. A couple of weeks later the patient presented to the emergency room as he was symptomatic. At this point the device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.